Manufacturer narrative:
A haemonetics field service engineer went to the customer site to evaluate the pcs2 device. He performed multiple diagnostic and functional checks and all were in accordance with manufacturers specifications. All optics and voltages were in specifications. All checks were good. The fans were replaced for making loud noise. The device was returned to service.

Event description:
Haemonetics received a call from a customer reporting that during a routine plasmapheresis, a donor suffered a cardiac event. The donor was in the third draw cycle of a plasmapheresis when the staff noted she slumped over on the donation bed. The medical staff was called to the donor floor at 9:20am. The donor experienced total loss of consciousness, diaphoresis, drooling, apnea and no carotid pulse was found. The pupils were dilated and not reactive and there was no response to forceful sternal rub. The donor was disconnected from the procedure at 9:21am, moved from the bed to the floor and CPR was initiated at 9:22am with pulse and respiration checks every two minutes. Ems was called at 9:23am and arrived at 9:31am. Just prior to ems arrival, respirations and cardiac output became spontaneous. The donor's pupils were equal, round, and reactive to light. The donor was alert and oriented to person and place but not to time and event. Ems attempted to obtain a blood pressure and on the third try the reading was 80/60 with a pulse of 61.the donor was transported with ems to a local emergency room. The customer follow up with the donor confirms she recovered, but was awaiting test results. No test results or cause of cardiac event available at this time. The plasmapheresis resulted in 810ml of plasma collected and approximately 200ml of red cells not returned due to donor being disconnected during the procedure.